Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was programmed with the correct time/date and monitored. No time/date anomaly noted during testing. The pump was received with a small crack on the reservoir tube lip. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 18-dec-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 170000 (17 u) and dailytotalofbolusinsulindelivered = 236000 (23.6 u) which is equal to the dailytotalofallinsulindelivered = 406000 (40.6 u). Perform the history review 1 week prior to the event date 18-dec-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Display anomaly-date/time-related problem not confirmed. Damage- damage reservoir tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer has also alleged the pump date/time was not correct, crack at the reservoir compartment of pump, bent cannula. The customer had an emergency medical service dispatched and was hospitalized treated with IV insulin drip and insulin pump for hyperglycemia. The customer had an emergency medical service dispatched and was hospitalized treated with IV insulin drip for elevated ketones/diabetic ketoacidosis. Symptoms witnessed at the time of hospitalization: feeling sick/unwell, tired/weak, increased thirst. The event involved products mmt-1880, mmt-399a and mmt-332a. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for bent cannula and indicated that the non-serialized product being replaced. Troubleshooting was performed for cosmetic damage and indicated that the pump would be replaced. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the infusion set. Mmt-399a was requested and customer response was the device will be returned. No product return is required for mmt-332a. Frn-mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.